Manufacturer narrative:
The ventilator failure described by the user could be reconstructed by means of the logfile analysis. No indications for a device malfunction were found. The autonomous safety shutdown of the ventilator was triggered by a significantly increased airway pressure peak. The reason for this was an existing lack of fresh gas during the case in combination with spontaneous breathing efforts of the patient. The device behaved as specified with an autonomous shutdown while changing mode to man/spont (safety mode) accompanied by an audible and visible "ventilator fail" alarm. In advance, the user was informed about the fresh gas deficiency and pressure situation (multiple alarms aw. Pressure high / pressure negative / fg low or leak). Comparable cases are already known from the same customer. In order to avoid situations like this in the future, it has already been recommended to switch on the synchronization for spontaneously breathing patients or use synchronized ventilation mode (e.g. Pressure support). Therefore, the startup settings have been changed on-site to activate the trigger in the pressure control mode. However, in the case in question, the volume af mode was used and neither pressure support nor synchronization was active during the time of ventilator failure. By consulting the responsible dräger technician, it appeared that the volume af mode was selected by mistake and that actually the pressure control mode (which would have hat the trigger) should have been selected. The corresponding adaption of startup settings for a synchronization in volume af mode will be discussed with the customer. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure occurred during recovery phase. Manual ventilation remained available and patient could be recovered using man/spont mode without further problems reported. There was no patient injury reported.